Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message resulting in an alert in the remote home monitoring system. Analysis of device memory confirmed the presence of a battery depletion message due to excessive magnet applications. It was reported that the patient underwent an unrelated surgical procedure around the time of the magnet applications. Analysis of device memory noted that the battery status showed signs of improvement in the absence of the magnet and boston scientific technical services (ts) felt the battery status should continue to recover. Available information indicates this device remains implanted and in service. No adverse patient effects were reported.